Event description:
It was reported that during a laparoscopic hysterectomy procedure, the device provided poor hemostasis. No other information is available. It is unknown how the case was completed. There was no adverse consequence to the patient. The device was discarded. Additional information received: (B)(6) 2011 rep advised: based on what I know from conversations with two doctors and some staff, dr experienced oozing/bleeding everywhere, from round ligament, uteroovarian ligament, right down to uterine artery. I believe they used kleppinger to control bleeding. Not sure about a conversion to open don't think so. They were using rf60. Patient is fine. (B)(6) 2011 clinical coordinator, operating room advised: (B)(6).

Manufacturer narrative:
(B)(4). Date sent: (B)(4) 2011. Information asked for but unknown or not provided during initial contact. Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent.